Manufacturer narrative:
A field service engineer (fse) addressed the reported event with the customer over the phone. The fse had the customer confirm the error by reviewing the error log. The customer started a rack to sample and the error occurred which reproduced what was reported. The customer checked the position of the x1 loader axis flag and found that the flag was not set to the right position. The customer adjusted the flag sensor position. A daily check, quality controls (qc), and patient samples were ran with no errors. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed at the account on 11jul2018. A complaint history review and service history review for similar complaints was performed from 11jul2018 through aware date (B)(4) 2019. There four other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 2300 - s. Loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The probable cause of the reported event was due to the misalignment of the x1 loader axis flag.

Event description:
A customer reported getting error message 2300 - s. Loader step feed failure on the aia-900 instrument. The customer states that the issue started that morning during the daily check. Tech support (ts) had the customer remove the instrument cover to observe where the rack goes in to be sampled. The customer then tried running a rack through and the error occurred immediately. The customer tried cleaning the sensor and running a rack through, yet the error occurred again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.